Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced recurrent peritonitis events coincident with automated peritoneal dialysis (apd) therapy and continuous ambulatory peritoneal dialysis (capd). The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event (the duration was not reported). On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, and route not reported). Subsequently, the peritonitis was resolving and the patient was recovering from the event. Fifty five days later, the patient had a second episode of peritonitis. The cause of the second episode was unknown. On an unreported date, the patient was again re-hospitalized for the ongoing peritonitis event (duration not reported). On an unreported date, the patient began treatment for the second episode of peritonitis with vancomycin (dose, frequency, and route not reported). On an unreported date, the peritonitis was resolving and the patient was recovering from the event. Subsequently the patient was discharged from the hospital. Twenty nine days later, while the patient was still recovering from the previous episodes of peritonitis, the patient was diagnosed with a third episode of peritonitis. The cause was not reported. One day later, the patient was re-hospitalized for the peritonitis and another indication. Treatment for the peritonitis was not reported. The outcome of the ongoing episodes of peritonitis was not reported. It was reported that the patient was instructed to use the cycler machine instead of the manual exchanges for time being and the patient did not follow those instructions (no further detail was provided). On an unknown date, dianeal pd4 ambuflex therapy was discontinued. At the time of this report, dianeal pd4 ultrabag and extraneal therapies were ongoing. No additional information is available.